Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2012 and suture was used. During the procedure the needle pulled off the suture. The procedure was completed with like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwathes being submitted as three devices were involved in this event. See also medwatch 2210968-2012-03116 and medwatch 2210968-2012-03118. The same patient is represented in each medwatch.